Event description:
It was reported that the patient had not had good results originally. In 2012, the patient had a right lead replacement as there was poor tremor control of her left hand. This resulted in good efficacy. The patient had wound dehiscence. In (B)(6) 2013, the wound was cultured and then closed. No evidence of infection was noted. A cranial flap procedure was done. The dehiscence was where the lead connectors were. In (B)(6) 2013, the right scalp was dehisced. A culture was negative. On the day of the report, the patient¿s physician ¿went in¿ surgically as the patient had more right scalp wound dehiscence. A chronic underlying infection was noted. The physician felt as if there was a good likelihood that there was damage to the left lead. The left lead was transected. It was thought that the wires were open to the scalp due to frayed contact from scalp and back to the case. The patient did have normal tremor control. After the procedure, the device was turned on and the right hand tremor was still apparent. The physician planned to explain to the patient that the left lead was not repairable. Impedances on the left side ranged from 4,600 to 5,400 ohms on contacts 1, 2,3. There were over 4000 ohms for monopolar but not over 40,000 ohms. On the right side monopolar impedances for #2 was 581 ohms and one was 1787 ohms. Therapy impedance was 122 ohms, and it was stated there may have been a short between electrodes 5-6 and 6-7 or any combination. Impedances were normal when ran unipolar. The right side leads were tangled at the connector to the scalp. The plan was to let the wound heal and potentially do a lead revision in the future.

Manufacturer narrative:
Product ID: 64002, lot# n341124, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387s-40, lot# v007141, implanted: (B)(6) 2006, product type: lead. Product ID: 3389s-40, lot# va0501u, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had to have the device five times this year. It was noted that they were having trouble with the wires and the patient had emergency surgery in (B)(6) because the wires were coming through or not holding. It was noted that the surgery resulted in an infection. It was noted that all devices were removed 2 weeks prior to report. It was noted that the patient had to wait 4 weeks while being observed and taking medication and antibiotics. It was noted that the patient could not have anything done until (B)(6). It was noted that the patient saw the healthcare professional and was told that things looked good as of the time of report. It was noted that the reporter thought that when the surgeon was trying to pull some skin to cover up wires that were protruding the skull they were afraid it would cause an infection so they opened her up and cut one wire and nick one wire, that cut off both hands and had to shut it down all together and the infection came. It was noted that the patient had to be rushed to the emergency room and they took everything out and sew her up again. It was noted that the patient saw the hcp 2 days prior to report for follow up.